Event description:
Report received from the USA stating that the device's motor would not work. During service, the device was found to have motor damage. Device was used in surgery. There were no user or pt injuries. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of the device not working was confirmed. Device was found to have motor damage. If add'l info becomes available, a supplemental report will be sent. (B)(4).